Event description:
Around 0330 a retrograde urethrogram was performed by dr. A image was obtained per protocol during injection of contrast. The digital portable unit #3 was used. Dr viewed the image prior to reprocessing. At that point the image became non-diagnostic. Dr was satisfied with the image and continued patient care. Neither of the doctors wanted a repeat exam. I later notified the doctors that the image was unrecoverable.radiology supervisor spoke with carestream service engineer who stated that they identified the software malfunction and will be applying a software patch to correct the issue.